Event description:
It was reported that the patient experienced withdrawal symptoms 4-6 weeks prior to the date of explant. It was indicated that the cause of withdrawal were unknown, as the side-port was aspirated and was 'fine'. In addition, the catheter was aspirated and there was no leak or visible hole noted. The entire pump system was replaced. It was noted that the patient recovered without sequela. The drug delivered via pump was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot#, serial# (B)(4), implanted:1998 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8596sc, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis of the pump found no anomaly. The pump passed all non-destructive lab testing. Analysis of the catheter ((B)(4) portion of segment 1 and 2) found no significant anomaly. The catheter/sc connector/ found coring-tears-cuts in seal. No leak was seen in the lab. Analysis of the catheter (8703w portion of segment 3) found no significant anomaly. There was acceptable testing. The catheter was incomplete and returned in segments.